Event description:
Approximately five (5) months following anterior cruciate ligament (acl) reconstruction, the patient reported a traumatic episode while using exercise equipment. MRI confirmed fracture of the fixation device (implant).

Manufacturer narrative:
Evaluation of the returned implant fragments indicated that extreme loading was present at the time of failure. In addition, the MRI test showed evidence of a graft tear at the femoral fixation point. This also provides evidence of extreme loading conditions. The implant is designed to provide sufficient fixation for a minimum of 12 weeks (3 months) in order to allow for the healing process to occur. This device failed during exercise activity, 5 months post-operatively. No evidence was found to indicate that the product failed to perform as intended. However, given that surgical intervention was needed to remove implant fragments from the joint space, this is being reported as a "serious injury" reportable event.